Event description:
The customer reported that during a hysterectomy, the device jaws became unable to be re-opened while on tissue. The surgeon removed the jaws from tissue manually with no tissue damage. The surgeon opened another device and completed the procedure with no further difficulties. There was no patient injury. The device was returned with the knife blade exposed.

Manufacturer narrative:
(B)(4). A visual inspection showed tissue in-between the jaws and the jaws were stuck shut, not due to tissue. The knife was protruding from the jaws and the jaws had to be pried open. The knife webbing was bent. This failure mode has been duplicated in engineering evaluations by clamping on large, rigid tissue. The IFU for this device warns against overfilling the instrument jaws so as not to compromise the cutting function. The IFU states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. The IFU states to eliminate tension on the tissue while sealing and cutting to ensure proper function. Covidien lp has implemented a new jaw/blade design to increase the blade retention within the jaws of the handpiece. This makes the design more robust to variations in user technique. These product improvements have greatly reduced reports of this type.